Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01952. It was reported that during a routine device check, multiple episodes of auto mode switch (ams) and high ventricular rate (hvr) were observed due to right atrial (ra) and right ventricular (rv) leads noise. The patient experienced shortness of breath, fatigue and general malaise. It was not unclear if the patient¿s symptoms were related to the noise issue. Programming changes were made. The patient was stable and continue to be monitored.